Manufacturer narrative:
According to the patient report the device was explanted due to the active electrode array migrated partially out of cochlea. The active electrode also showed some additional damage to the electrode wires, as being caused by repeated external mechanical impacts on the device. One channels is out of cochlea since initial implantation. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user's performance with the device decreased. Testing confirmed that 6 channels migrated out of the cochlea. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's performance with the device decreased. The user has been re-implanted on (B)(6) 2019.